Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was treated with insulin pump and manual shot. The troubleshooting was performed. The customer had a lot of no delivery alarm in her history. It was explained to the customer these alarm can cause high blood glucose. The customer reported of the no delivery alarm on the insulin pump. The customer was unable to troubleshoot because had change everything out already. The customer was advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.